Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 03/20/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: a timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. The pump was opened and the internal battery was found to be leaking. Black box shows a manual time change on (B)(4) 2013 from 11:36am to 11:33pm. No other activity related to the complaint was observed in pump histories.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) as high as 400 mg/dl without symptoms suggestive of hyperglycemia the prior night. The reporter stated she noted the time on the patient's pump was incorrect, with the time showing as pm instead of am, as it should have been. The reporter denied the time being changed by herself or by the patient. The reporter stated the time on the pump was corrected last night when the error was discovered. The reporter confirmed the time is correct when the battery is removed and replaced. The reporter stated she was not certain how long the time had been incorrect. The time on the pump was confirmed to be correct at the time of the call to animas. The reporter stated she had lost confidence in the pump due to the time being incorrect and requested the pump be replaced. The patient was confirmed to have a backup plan if needed. The reported bg elevations do not meet anima's criteria for a reportable adverse event. This complaint is being reported because the reported alleged a malfunction with the timekeeping function of the pump, which was not resolved at the conclusion of the call to animas.